Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed a cracked valve seat diaphragm valve. ¿ delamination: observed delamination total of the plug strap disk shell (adhesive failure) as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported via rga "valve delaminated from shell". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.6.

Event description:
Healthcare professional reported via rga "valve delaminated from shell". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.